Event description:
Pt complaining of a "clicky hip". A-rays ordered. Head appears off centre and no engaged into ceramic liner. Surgeon concerned possible ceramic bearing fracture. A.c.t. Scan indicats a fracture ceramic liner.